Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a leveen coaccess electrode system was opened during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2014. According to the complainant, when the device was tested before the procedure, the tines were difficult to extend. Once the tines were extended, the tines were unable to retract. The procedure was completed with another coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the complaint device found no issue with the introducer and there was no visible residue noted on the device. A functional evaluation of the electrode found a slight resistance when extending and retracting the array. The complaint was confirmed. The review and analysis of all available information failed to indicate a root cause for this event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a leveen coaccess electrode system was opened during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2014. According to the complainant, when the device was tested before the procedure, the tines were difficult to extend. Once the tines were extended, the tines were unable to retract. The procedure was completed with another coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: difficulty extending tines. Reported event: difficulty retracting tines. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.